Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to.

Event description:
In 2006, the patient underwent a total aortic arch replacement with a vascular graft. On (B)(6) 2015, the patient underwent an endovascular repair of a type b dissection using two conformable gore® tag® thoracic endoprostheses. After implantation of a (B)(4) distally, a (B)(4) was implanted inside the vascular graft just before the left subclavian artery to extend the (B)(4) proximally. A touch-up ballooning was performed only on the proximal neck. The procedure was concluded without any reported issues. The patient tolerated the procedure. On the same day at night, the patient presented with a renal complication. Cta scan showed a 3-channeled aortic dissection developed distally to the (B)(4) and, the right renal artery had lost perfusion from the true lumen. It was reported that the physician suspected a possibility of a preexisting 3-channeled aortic dissection, but he reportedly believed the dissection was caused by the distal edge of the (B)(4). A stent was implanted in the right renal artery to restore the blood from the true lumen. The patient tolerated the procedure.

Manufacturer narrative:
Corrected the typo in the following statement. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, renal failure, and reoperation.